Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 500 mg/dl. Customer stated their glucometer has stopped communicating with the device. Customer does not feel comfortable to troubleshoot due to headache. The insulin pump was not replaced or returned for analysis.